Manufacturer narrative:
The returned photo shows that the tether foil end broke from the needle cap heat stake post and needle is exposed. The actual sample was not returned. The 4 representative samples were subjected to visual inspection, separation force test and needle cap ID dimension measurement. No abnormality observed on the representative samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. However, as the actual sample was not returned, the nonconformance could not be verify and hence unable to determine a root cause.

Event description:
It was reported that after use, a bd venflon pro safety peripheral safety IV catheter safety mechanism failed to protect the needle completely. Without the safety shield the nurse got a dirty needle stick injury to the finger. Post exposure blood work was completed, and the nurse received a hep b vaccination, due to the patient being hep b+.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use, a bd venflon¿ pro safety peripheral safety IV catheter safety mechanism failed to protect the needle completely. Without the safety shield, the nurse got a dirty needle stick injury to the finger. Post exposure blood work was completed, and the nurse received a hep b vaccination, due to the patient being hep b +.